Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 780 hematology analyzer generated erroneously high retic results (false positive) on the initial run for a single patient specimen. Instrument flags could not be evaluated as the initial patient sample run was purged from the database sent by the customer. The erroneous results were reported out of the laboratory. In an attempt to troubleshoot the issue, the retic pak was changed and similar incorrect high retic results were obtained upon rerun of the same specimen on the lh780. Manual review prompted the customer to rerun the specimen on two different instruments and retic 0.00% was obtained on both instruments (consistent with manual smear). A corrected report was issued to the physician based on the manual retic results. The results provided by the customer are shown in the attachment section of this report. There was no death, serious injury, or affect to patient treatment that attributed to this event.

Manufacturer narrative:
The sample was collected via hemogard in a glass tube, stored at room temperature, and processed within 24 hours. The event occurred on a specific patient sample. The controls were run before and after the event and results were within qc specifications. A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse reviewed patient data and latron control performance. The fse found that the conductivity cv's increased from about 3.6 to between 6 and 7% and that the flow on latron count was slower than normal. The fse replaced retic and diff sample lines to the flow cell. The fse also found that the actuator for flush ((B)(4)) was sticking. The fse replaced the actuator, adjusted the flow cell alignment, and ran latron control with all parameters resulting within range. Raw data was not collected for this event. The fse ran qc and all levels of all parameters were within range. Per bec product labeling, beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.